Event description:
Customer reported via phone, the insulin pump continues to alarm no delivery. She had previously called troubleshooting was performed and issues persists. Customer's blood glucose was 476 mg/dl, treated with manual injection. Customer has tried all remedies and was advised the device needed to be replaced and to revert to back up plan. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no excessive no delivery alarm noted during testing.